Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd alaris¿ lvp 20d dehp 3ss cv had missing expiration date the following was provided by the initial reporter with the following the verbatim: item#: 212255. Cat#2426-0500. Comments: 1 ea. Of lawson item 212255 did not have expiration date sticker.

Manufacturer narrative:
Investigation summary a complaint of set not having an expiration date on the packaging was received from the customer. No product or photo was returned by the customer. The customer complaint of documentation error could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris¿ lvp 20d dehp 3ss cv had missing expiration date the following was provided by the initial reporter with the following the verbatim: item#: 212255 cat#2426-0500 comments: 1 ea. Of lawson item 212255 did not have expiration date sticker.